Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. MDR follow-up #1, corrections made in regards to gudid on request of ms. (B)(6) (FDA): section d3: email address added. Section d4: model number added. Section d4: lot number "not applicable" added. Section d4: UDI (di-pi) added section g6: follow-up 1. Section h2: correction box marked. Section h4: manufacturing date added.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton because the intellicuff pressure regulator sometimes alarmed. The device works at the 25 hpa setting, but the pressurization icon stays on all the time. When set to 40 hpa, the device pressurizes but the "cuff system leakage" alarm occurs. This occurrence was noticed during patient ventilation. The cuff system leakage-alarm was sometimes observable both visually and through hearing. This cuff system leakage-alarm was reproducible. The device log files, and a video were provided to hamilton. There is patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton because the intellicuff pressure regulator sometimes alarmed. The device works at the 25 hpa setting, but the pressurization icon stays on all the time. When set to 40 hpa, the device pressurizes but the "cuff system leakage" alarm occurs. This occurrence was noticed during patient ventilation. The cuff system leakage-alarm was sometimes observable both visually and through hearing. This cuff system leakage-alarm was reproducible. The device log files, and a video were provided to hamilton. There is patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.